Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. Non-visual complaint. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced hyperopic outcome with a small scratch on the lens which did not affect the outcome. The lens was exchanged from 16.5 to 17.5 diopter lens. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into three different pieces typical of insertion and removal from the eye. A deep scratch is observed on the optic portion of one of the pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The lens 16.5 (1.5 extended depth of focus) lens was replaced with a lens 17.5 (1.5 extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).